Event description:
A cracked and unresponsive touchscreen on an insulin pump was reported from ireland. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no severe impact on the customer's blood glucose levels. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was guided to return the malfunctioning pump to tandem using a pre-paid label. A replacement pump was arranged to be sent to the customer.